Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Customer addressed the bg with a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the touchscreen was initially unresponsive the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.